Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to pelvic pain, mesh erosion and recurrence of urinary incontinence the patient underwent mesh removal by implanting surgeon on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05565. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4), it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with anterior/posterior colporrhaphy and cystoscopy in order to treat stress urinary incontinence and pelvic organ prolapse with cystocele and rectocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to pelvic pain with mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. The patient underwent mesh removal due to erosion on (B)(6) 2011.